Event description:
It was reported that the patient experienced two cgm errors over the past week. There was no adverse impact to the customer's blood glucose level. The errors were resolved by resetting the pump, and the customer, with guidance from technical support, successfully restarted their sensor session without further issues.